Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information during coiling treatment of cerebral arteriovenous malformation, this coil detached pre-maturely. It was reported that the physician started implanting the feeder of nidus with the axium coil; however, the physician was able to push the coil but not able to pull the pushwire. The physician decided to remove the axium coil, but then the coil was detached from the pushwire inside the microcatheter. The coil and pushwire were removed from the patient successfully and new device was used to continue. No patient injury was reported.

Manufacturer narrative:
Updated the device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was found damage and already detached from the pushwire. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. Under the microscope, the coin was found located against the lumen stop, the shield coil was found to be stretched. The retainer ring appeared to be damaged and ovalized. All other subassemblies appeared to be normal and no other anomalies were observed. We were unable to determine the cause for the pre-mature detachment of the implant coil. The damage to the retainer ring and/or the movement of the axium coil against the reported resistance may have contributed to the ¿pre-mature detachment¿ of the implant coil; however, the cause for the damage to the retainer ring could not be determined. Damage to the retainer ring can allow the detachment ball to slip out from behind the retainer ring and lead to premature detachment of the implant coil. In addition, the movement forward and backward of the axium coil against resistance can lead to a momentarily pulling back of the release wire causing the implant coil to detach from the pushwire. The lot history records of the retainer ring were reviewed, and no quality issues were noted. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil instructions for use (IFU): precaution: ¿advance and retract axium detachable coils slowly and smoothly, especially in tortuous anatomy. Remove the coil if unusual friction or ¿scratching¿ is noted.¿ warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could p ossibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.